Event description:
The customer reported a false positive result with the ID now covid-19 assay for multiple patients performed on unknown dates with an unknown lot. This report is one (1) of three (3) the customer reported a false positive result with the ID now covid-19 assay on a nasal swab. The customer stated they use the kit swab or another brand of swab interchangeably. Confirmation testing via an unknown platform generated negative results. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Reports: 1221359-2022-03028.